Event description:
Consumer's parent reported, multiple (unknown quantity). Faint pink line false positive sars results for their daughter. The reporter communicated, that the results were confirmed, negative by molecular (pcr testing) and other rapid antigen testing. The report was obtained from an online review. No further information could be obtained as no customer contact was possible.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.